Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. Other - the device was evaluated but not yet repaired.

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred and the ventilator fails to charge its internal battery. There was no harm or injury reported.